Event description:
Customer reported experiencing a high blood glucose level displayed as "high" ;specific value was unknown. Cause was not known. To address the issue, customer administered a correction injection using multiple daily injections (mdi) and declined additional help despite experiencing recurrent high blood glucose levels. Cts recommended consulting with a healthcare provider to discuss factors affecting glucose levels, which customer acknowledged.